Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a burning sensation while wearing the pod longer than 48 hours. Symptoms began 1 day into usage. The infusion site (abdomen) had scars and dark (black) spots approximately the size of the needle. It was noted that the burning sensation occurs when the pod is activated and when insulin is delivered. In addition, the patient noted the presence of blood when removing the pod. No impact on the patient¿s glucose levels was reported. A new pod was applied.